Manufacturer narrative:
The case description states that the user reported receiving three uncommanded boluses of 9 units each on 01-oct-2024 and three uncommanded boluses of 9, 10, and 3 units on 02-oct-2024. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found the engineering logs from the date of occurrence to be overwritten due to continued use of the system. Inspection of the android log files confirmed the reported boluses were delivered on the dates of occurrence and at the reported times. For all six reported boluses, the audit logs show that the confirm bolus button was pressed to deliver the respective bolus. The audit logs show other evidence of interaction with the controller around the times of the reported boluses, including changing the loop state before delivering a 9-unit bolus, and acknowledging a low reservoir alert and subsequently pressing the use cgm (continuous glucose monitoring) button to load blood glucose values into the bolus calculator before pressing the confirm button to begin delivering a 3-unit bolus. No evidence of an uncommanded bolus was observed in the logs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm delivered uncommanded boluses. This condition could contribute to hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's son that the patient's pdm (personal diabetes manager) delivered multiple unprogrammed boluses resulting in hypoglycemia. It was reported on 1 oct 2024 three unprogrammed 9-unit boluses were consecutively delivered, and on 2 oct unprogrammed boluses of 9-units, 10 units and 3 units were consecutively delivered. No specific bg (blood glucose) levels were reported in relation to the unprogrammed boluses; however, it was reported that the omnipod system gave urgent low bg alerts, indicating bg was <55 mg/dl. The patient's son stated these boluses were not initiated by the patient that he is aware of. He did report the patient is in the early stages of possible dementia, but he feels that the patient would know not to give herself that much insulin. He stated this would be unusual for the patient and the unprogrammed boluses reported to be given are considerably higher amounts than what the patient typically doses. The patient has a caregiver who also denied any memory of this happening or of customer initiating the boluses.